Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the right atrial (ra) lead was experiencing failure to sense and failure to capture. The ra lead was not installed and an alternate ra lead was implanted on (B)(6) 2022. The patient's condition was stable.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece measuring 52.0 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for the over-torqued inner coil in the connector region of the lead which consistent with procedural damage.